Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the patient presented to the office for a refill with symptoms that's included: back pain, numbness and tingling, leg pain, decreased range in motion, tiredness, sweaty and loose stools. It was reported that boluses have not been effective in relieving the patient's pain so she was displaying withdrawal symptoms. The pump was read during the refill and the expected reservoir volume (erv) was noted to be 5.2 ml. When the pump was accessed the actual reservoir volume (arv) was 12.0 ml. It was noted that the pump was near end of life and would be replaced. The patient was given a steroid injection until replacement surgery is performed. No further complications have been reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported it was asked and unknown when the event/difficulty occurred. The doctor reported the pump was working on and off and there was a variance in refill expectations (volumes not reported). It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The hcp wanted to replace, and the issue was unresolved at the time of this report. Surgical intervention was planned but had not been scheduled. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). The patient¿s status was ¿alive- no injury.¿ no further complications were reported.